Event description:
MFR received notice of death via communication to legal dept. Malfunction of the pump was alleged. Pump had been implanted for 21 months at time of death. Pt's physician stated that the pump had been performing as expected and the pt "had been doing well with it". Physician stated that in doctor's opinion, the pt died of an accidental overdose - the source of the drug was unknown. The coroner's report indicated that hydromorphone was found in the venous blood.